Event description:
Healthcare professional reported right side textured to smooth exchange, "very hard" breast. Healthcare professional later reported capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Continued e1 (zip code): (B)(6), continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.